Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 3.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted, pulled proximally, and stretched proximally past the proximal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.5x14mm target lesion was located in the calcified left circumflex artery. Following pre-dilatation with a balloon, a 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the front end of the stent struts were lifted. Another 3.50x16mm promus element drug-eluting stent was advanced but it also failed to cross the lesion. The procedure was completed with a 3.5x15mm non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.5x14mm target lesion was located in the calcified left circumflex artery. Following pre-dilatation with a balloon, a 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the front end of the stent struts were lifted. Another 3.50x16mm promus element drug-eluting stent was advanced but it also failed to cross the lesion. The procedure was completed with a 3.5x15mm non-bsc device. No patient complications were reported and the patient's status was stable.